Event description:
The attending surgeon reported that during phaco, an inexplicable focal posterior capsule tear occurred. The tear occurred while the resident surgeon was removing the first quarter of the lens. The remaining 3/4 of the lens remained in the capsular bag. The resident surgeon requested that the attending surgeon complete the case. The attending surgeon lowered the bottle height and checked fluid flow and all seemed well. The chamber was shallow and the attending surgeon began phaco. During the final lens removal under low flow conditions, the attending surgeon noted a white area developing at the clear corneal incision. A corneal burn occurred. The attending surgeon stated they were able to close the wound.

Manufacturer narrative:
The attending surgeon stated the corneal burn may have been caused by the loose connection of the tubing to the phaco handpiece. The attending surgeon noted the initial phaco went fine under higher flow conditions when the tubing connection was tight enough. The attending surgeon stated when the bottle height was lowered and the viscoelastic was in the eye, a corneal burn occurred because the amount of leakage relative to the pressure from bottle height allowed the corneal incision to pinch off the flow in the anterior chamber. The facility did not request service for the system. No samples were sent for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/23/2009.